Event description:
Two taxus drug-eluting (overlapping) stents to mid rca in 2004. Discharge home the following day. Readmitted 2 days later with brady-pacer placed (complication -perf. With tamponade) so plavix had to be stopped. Four days later (still in hosp) -stemi to cath lab-rca occluded at stent site- unable to reopen vessel. Pt arrested + expired in cath lab.